Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. During the procedure, when the catheter was inserted, very very small drip of fluid leak was observed from the center of the hemostatic valve. No air was noted in the patient, nor any blood loss complication occurred. As per the physician instructions, the procedure was continued with the same device and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. During the procedure, when the catheter was inserted, very small drip of fluid leak was observed from the center of the hemostatic valve. No air was noted in the patient, nor any blood loss complication occurred. As per the physician instructions, the procedure was continued with the same device and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through he tear on the valve.